Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. A review of the manufacturing docu mentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed a decrease in power consumption and estimated flows on 01/mar/2025, as well as nine (9) suction alarms and seventeen (17) low flow alarms logged on 01/mar/2025. As a result, the reported event low flow and suction events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Per the instructions for use, respiratory dysfunction and cardiac arrythmias are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of respiratory dysfunction or cardiac arrythmias events. Possible clinical factors that may have contributed to this event including the patient¿s pre-existing history a nd related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural f actors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room complaining of respiratory distress and was found to be in ventricular fibrillation. The patient was admitted to the hospital and underwent an echocardiogram and electrocardiogram. It was observed that the patient also experienced worsening tricuspid regurgitation. Review of log files data showed the ventricular assist device (vad) exhibited low flows and suction alarms. Defibrillation was performed and sinus rhythm was restored. Approximately 2 hours later, the patient again experienced ventricular fibrillation and was defibrillated.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experience repeated ventricular tachycardia (vt). The patient had sudden disappearance of pulsation with suction. It is suspected that an arrhythmia may be the cause as the vad waveforms suddenly appeared to be downward. The patient also experienced syncope episodes. The vt was confirmed, and cardioversion was implemented. It was also reported the patient was being treated for an on-going bacterial driveline infection and a wound cleanout as well as antibiotic therapy were required. The patient also presented with peripheral edema which was determined to be right sided heart failure and the vad required adjusting. The patient remained hospitalized for a prolonged period due to these complications which were thought to be vad related.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs reports revealed decreases in power consumption and estimated flows, with associated decreases in pulsatility, to parameters below normal operating range during the analyzed period. Further review of the available autologs report revealed multiple suction alarms and low flow alarms logged since (B)(6) 2025. As a result, the reported event low flow and suction events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Per the instructions for use, respiratory dysfunction, syncope, right ventricular failure, driveline infection and cardiac arrythmias are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infection and right ventricular failure. Possible clinical factors that may have contributed to this event including the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.